Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had a blocked lens. This issue occurred during inspection for use. There were no reports of patient involvement.

Event description:
No additional information from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air/water cylinder (tube) has foreign objects, and light guide lens has corrosion. Based on the results of the investigation, a probable cause of blocked lens could not be identified. Regarding the foreign objects and corrosion, the cause was not established. Olympus will continue to monitor field performance for this device.